Event description:
It was reported that during the day shift the flow rate was low on arctic sun device s/n (B)(6). Now, on the night shift it seems to be okay. If they were to call during day shift, would they have told them to just change out the machine. Current flow rate 1.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 33%. Explained the flow rate was currently within specification. Nurse stated they already checked for kinks and even replaced the fluid delivery line (fdl). Discussed troubleshooting tips for low flow that would be performed if they called with low flow. Nurse then stated the patient should be at 36.5c in an hour but was only 34c. Rewarm from 36.1c and 0.5c/hr, water 35.9c, heater command 50%. Water reservoir level 5. Event log shows alert 113 (reduced water temperature control) several times, including when the flow rate was good during night shift. Walked nurse through draining excess water from the circulation tank. Water up to 40c. Decreased rewarm from to current patient temperature. Explained the water temperature may decrease as it was trying to maintain at 34c right now as opposed to trying to warm to 36.1c as quickly as possible. Confirmed baby was directly only the pad, head included, and suggested taco-ing the baby in. Nurse has already turned on the radiant warmer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the day shift the flow rate was low on arctic sun device s/n (B)(6). Now, on the night shift it seems to be okay. If they were to call during day shift, would they have told them to just change out the machine. Current flow rate 1.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 33%. Explained the flow rate was currently within specification. Nurse stated they already checked for kinks and even replaced the fluid delivery line (fdl). Discussed troubleshooting tips for low flow that would be performed if they called with low flow. Nurse then stated the patient should be at 36.5c in an hour but was only 34c. Rewarm from 36.1c and 0.5c/hr, water 35.9c, heater command 50%. Water reservoir level 5. Event log shows alert 113 (reduced water temperature control) several times, including when the flow rate was good during night shift. Walked nurse through draining excess water from the circulation tank. Water up to 40c. Decreased rewarm from to current patient temperature. Explained the water temperature may decrease as it was trying to maintain at 34c right now as opposed to trying to warm to 36.1c as quickly as possible. Confirmed baby was directly only the pad, head included, and suggested taco-ing the baby in. Nurse has already turned on the radiant warmer.